Event description:
Customer reported that she unexplained low blood glucose. Customer stated that the paramedics where called to assist customer at home. Customer stated that the blood glucose reading was 55 mg/dl when the paramedics arrived. Customer stated that she was connected to the insulin pump while she was priming and she also adds additional insulin delivery. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.